Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the front case keypad of the ten pcu modules will be replaced due to unable to a variety of issues; turns on by itself, system error, failed pm inspection and error code 130.6020.